Event description:
It was reported that the patient presented for a follow-up un clinic. It was noted that the right atrial lead exhibited high capture threshold and p-wave amplitude variation. The lead was repositioned on(B)(6) 2024. The patient was stable.